Event description:
It was reported that the procedure was to treat a heavily calcified rca. There was a 90% stenotic lesion in the proximal vessel and a 100% stenosis lesion in the mid vessel. A guide wire was advanced past the lesion and then a number of pre-dilatations were performed; however, there was still some residual stenosis. A cypher stent and a taxus stent were attempted; however, they did not cross. Then a vision stent was used and the stent was about to cross within 1 mm of where they wanted it placed; however, it would not completely cross the lesion. Therefore, the stent delivery system (sds) was removed from the pt. Upon removal of the sds the stent was noted to be missing from the sds balloon. Under flouro the stent was noted to be at the lesion site; however, the stent was not deployed. An additional procedure was done and the stent was successfully compressed against the vessel wall. No other info was available.